Manufacturer narrative:
Medtronic received additional information that the first fusion oxygenator foamed up prior to going on cardiopulmonary bypass and it was replaced. The second fusion oxygenator used to replace the first also foamed up during the bypass part of the case. Device evaluation summary: visual inspection shows evidence of a fiber leak with evidence of blood staining on the bottom of the fiber bundle. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the device including the fiber bundle. Reason for the return was visually confirmed by the blood staining on the bottom of the fiber bundle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(Pli 10, and 20): medtronic received information that during use of a fusion hollow fiber oxygenator, it was reported that the device had a fiber leak, as the customer noticed bloody foam coming out of the gas exhaust port during the rap (retrograde autologous priming) phase pre bypass. The device was changed out prior to bypass. Pli 20: the replacement device had the same foamy blood coming out of the same location as the first device. Customer elected to continue the case without further change out, due to the fact that the device was functioning as far as gas and the heat exchanger performance. An unplanned blood transfusion was not required because of the blood loss from the leak, and the event does not involve a transcatheter product/ procedure. There was no impact to the patient. There was no adverse patient effect associated with this event.